Event description:
Customer reports that the pledget attached to the suture appears too fuzzy and therefore appears to fray. This event was observed during a cardiovascular procedure. There are no reported adverse pt consequences related to this event.